Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited a low sensed r wave during the implant procedure. It was further reported that the lead exhibited rising thresholds, insufficient fixation, dislodgement and pacing failure three days after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.